Event description:
During service of the unit was found to be constantly rebooting with an audible alarm. Replaced the power board, due to jp12, and main board, due to jp6,to correct the failure mode.